Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-24108. Related manufacturer report number: 2017865-2021-24109. It was reported that the patient experienced an infection at the incision site and presented in the emergency room. Additionally, there was presence of pocket erosion and endocarditis. The system was explanted. The patient was in stable condition.